Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with limited information. Information identified in the paperwork indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested andnot received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 407458 a proximal portion was received measuring 39 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.